Event description:
The maude report states: during c-section, surgical tech assistant was assisting obstetrician by pushing down on upper abdomen to help move newborn down. The bovie pencil was either out of the holder or dropped out of the holster and activated, and burned through the drape and caused a half dollar size burn to pt's upper right abdomen. On 10/22/2010, biomedical report: tested all functions of the esu with no errors occurring. Unit operated as designed without failure. Tested cut, coag and bipolar tones. Tones good, volume good. Tested cut output 300=307; 100=102; 50=49; 25=24 watts. Tested bipolar output: 70=71; 20=17; tested footswitch that if both pedals were pressed at the same time coag activated, ok tested rem alarm, ok. Esi 11 ohms 40 ua. Follow-up with site: the center of the burn was a small 3rd degree burn and the rest was 2nd degree. The patient was treated with weekly debridement and an every other day dressing applied of aquaseal gel. Patient is now fully recovered.

Manufacturer narrative:
(B)(4). The incident pencil was disposed of by the site so no further investigation could be done. The site reported that their clinical engineering checked the generator fully and felt it was to specification. The site has returned the generator to use and decided no further evaluation by covidien was needed.